Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed external wetness on clothing and a leaking cartridge and contacted support for guidance on drying the pump chamber with a dry cloth with a reported blood glucose value of 400 mg/dl and 300 mg/dl at the time of call (due to bent cannula reported on a separate case). No clinical signs, symptoms or conditions associated with hyperglycemia reported. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected cartridge leak and infusion set cannula bending as plausible contributors to hyperglycemia, with no device alerts noted. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence to isolate whether the leak, the infusion set issue, or user handling led to the event.